Event description:
It was reported that a surgical intervention was performed due to a subluxed dislocated left patella.

Manufacturer narrative:
The associated complaint devices were not returned due to devices are still implanted. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A clinical analysis indicates that patient subluxed, dislocated patella status post left tka. Patient complained of chronically dislocated left patella; has also had severe falls and previous vmo repair after fall. Patient has failed attempts at conservative management. Study documented as severe; possibly related to the study device and procedure; and documented as resolved with residual effects. No radiological imaging or operative reports were provided for inclusion in a medical investigation. No further clinical assessment is warranted. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.